Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s t2 implant could not be advance and released. Upon inspection the inner needle was found bent. The t1 implant was removed from the patient using tweezer. The procedure was completed with a s+n back up device. There was a surgical delay of 5 minutes and no further complications were reported.

Manufacturer narrative:
B5 was updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off of the needle. The knot is tightened down. The needle assembly is bent. The actuator is at the tip of the needle. The end of the actuator is bent upward out of the needle channel. Bio debris is present. A functional evaluation could not be performed due to the implants have been deployed and the actuator is deformed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s t2 implant could not be released. The t2 implant could not be advance, upon inspection the inner needle was bent. The t1 implant was removed using tweezer. The procedure was completed with a s+n back up device. There was a delay of 5 minutes and no further complications were reported.